Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Patient experienced bone fracture.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to still being implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06471 and 06473. Device remains implanted.

Event description:
It was reported that a patient underwent knee procedure and got a blood clot when returning home and is now experiencing pain, swelling, limited range of motion, warm to the touch, clicking noise that you can feel. The patient also alleges he has internal sutures that have collagen tissue built up causing knots the size of peas on his knee. The surgeon has told the patient he feels the device has failed due to loosening. Attempts have been made and additional information on the reported event is unavailable at this time.